Manufacturer narrative:
Citation: hayashida k et al. Transcatheter aortic valve implantation for patients with severe bicuspid aortic valve stenosis. Circ cardiovasc interv. 2013 jun;6(3):284-91. Doi: 10.1161/circinterventions.112.000084. Epub 2013 jun 11. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the efficacy and safety of transcatheter aortic valve implantation (tavi) in patients with a bicuspid aortic valve (bav) in comparison to patients without a bav. All data were collected from a single center between october 2006 and january 2012. The study population included 229 patients (predominantly male; mean age 83.1 ± 6.6 years),44 of which were implanted with a medtronic corevalve (3 patients with a 26 mm valve, 28 with a 29 mm, and 13 with a 31 mm). No serial numbers were provided. Among all patients, 18 deaths occurred within 30 days following tavi. One corevalve recipient with baseline chronic obstructive pulmonary disorder expired because of respiratory failure. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: permanent pacemaker implantation, life-threatening bleeding, annulus rupture, valve migration, coronary occlusion, conversion to open heart surgery, major vascular complications, high mean pressure gradients, and severe aortic regurgitation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.